Event description:
According to the customer, an erroneously elevated accu tnl result of 0.78 ng/ml was generated by an access 2 instrument. The sample was tested for accu tnl and run in duplicate. The lab protocol requires their accu tnl to be run in duplicate when the patient accu tnl history is unknown or if the accu tnl result recovers .>0.04 ng/dl. Initial results for accu tnl were 0.22 ng/ml and 0.78 ng/ml. The customer reran the sample for accu tnl on a difference chemistry analyzer. The rerun results for accu tnl were 0.02 ng/dl and 0.03 ng/ml. The customer rerun the sample for accu tnl on a different chemistry analyzer. The reran results for accu tnl were 0.02 ng/ml and 0.03 ng/ml. The erroneously elevated results were not reported out of the laboratory. There has been no change to patient treatment that can be attributed to this event.